Event description:
The customer reported that the fluoroscopic image monitor was flickering and they could not see the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced both monitors. The system operates as intended.